Event description:
The customer reported that her blood glucose was over 600 mg/dl. The customer stated she pushed the wrong button when trying to fill the reservoir. The customer was advised the insulin pump needed to be rewound and primed. The customer declined to troubleshoot for high blood glucose, stating that she would administer a bolus. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.